Event description:
Change out to another addr03 ipg. Impedance post change out was 100 ohms. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).